Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Microscopic examination and tactile inspection observed numerous kinks in the hypotube and a partial separation at the collar. No irregularities or defects on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 80% stenosed, 28 x 3.0mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery(lad). During the procedure, the physician experienced resistance upon delivery of the device; it was then noted that the catheter shaft was fractured. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 80% stenosed, 28 x 3.0mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery(lad). During the procedure, the physician experienced resistance upon delivery of the device; it was then noted that the catheter shaft was fractured. The device was removed from the patient's body and completed the procedure with another of the same device. No patient complications were reported and the patient's status was stable.